Event description:
During evaluation, the force sensor assembly was found to be damaged.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged. 'Loss of prime' warnings were confirmed in the pump history and duplicated during evaluation.